Manufacturer narrative:
Exact date unknown, event date used was the ipg replacement date.

Event description:
It was reported that the patients ipg had connectivity issues with the remote control despite troubleshooting. The patient underwent an ipg replacement procedure. The explanted device will not be returned.